Event description:
Implantation of sophy valve with antechamber in 2002 for tumor hydrocephalus. Explantation in 2003 for disconnection of the reservoir from the valve after clinical and xray diagnosis. Explantation of the implant and replacement with a new sophy valve. No injury reported excepted transient neurological complications before replacement of the valve.